Event description:
Spontaneous in bound call with patient father. Pts father requested a replacement freedom60 pump. He stated the pump currently at home is faulty/broken. The infusion is taking longer than normal (>2+ hr) and the black tab on the pump which pushes the syringe sometimes does not move or is not working. No missed doses or adverse events reported due to faulty pump. No further information to provide at this time. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number - (B)(6). Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No; did we replace device? Yes. D80.6s.